Manufacturer narrative:
PMA / 510(k) #: the 37702 implantable neurostimulator was being used off-label in a gastrointestinal application. (B)(4).

Event description:
A company representative (rep) reported on (B)(6) 2016 that there was premature battery depletion. The indication for use was gastrointestinal / pelvic floor. The patient was not feeling stimulation and had their incontinence symptoms return. Diagnostics revealed that the implantable pulse generator (ipg) was depleted. The diagnostics were showing that the ipg could not be located, and this was occurring with the clinician programmer and patient programmer. The ipg remained implanted, but out of service at the time of report. No surgical intervention had been conducted, but a system replacement surgery was scheduled for (B)(6) 2016. The product was going to be returned for analysis once explanted. A supplemental report will be submitted when additional information is available.